Event description:
It was reported that foreign particulate was found within a control syringe component.

Manufacturer narrative:
It was reported that foreign particulate was found within a control syringe component. Reportedly, the problem/issue was identified prior to a patient entering the operating room. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and red/brown residue was observed on the tip of the control syringe component. Review of a photo provided by the reporting facility showed red/brown flakes inside of a medicine cup that reportedly came from the control syringe component. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.